Event description:
Same patient as MDR ID# 2134265-2012-07080. Same patient as MDR ID# 2134265-2010-02763. Same case as MDR ID# 2134265-2012-06632. (B)(4). It was reported that post a stenting treatment procedure, the patient expired. During an unknown date two taxus liberte stents (3.0x32mm and 3.5x28mm) were implanted in an unknown lesion location. In (B)(6) 2009, the patient developed angina. In the opinion of the physician the cause of the angina pectoris might be restenosis. However, the patient refused cag and coronary CT scan. Therefore, no action has been taken. In (B)(6) 2010, the patient expired unexpectedly. The cause of death is unknown.

Event description:
It was further reported in (B)(6) 2009 a 90% stenosed and 55mm long target lesion located in the mid left anterior descending artery with a reference vessel diameter of 3.0mm was treated with pre-dilation and placement of a 3.0x32mm and 3.50x28mm taxus liberte stents without a gap, resulting in 0% residual stenosis following post dilation and a timi flow grade of 3. After rehabilitation and dialysis, the patient was discharged without complications aspirin and clopidogrel sulfate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).